Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt¿s attorney, the pt experienced erosion, dyspareunia, prolapse, pain, bleeding and scarring. No other info is available.